Manufacturer narrative:
Result: missing snap ring.

Event description:
It was reported by service report that the head right siderail would not lock in the up position. No pt involvement or adverse consequences were reported.